Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". Root cause: the root cause for the open wire was excessive force. No adverse events occurred from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrodes messages.